Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and the device was unable to prime at 4 pounds during priming test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had normal operating currents and no unexpected off no power or low battery alarms on the device. The insulin pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported via phone call motor error alarm and priming anomaly on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.